Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Reportedly, the customer had incorrectly calculated carbohydrates intake prior to bolusing with the pump. The customer consumed carbohydrates to address low bg level.